Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving hydromorphone and clonidine via an implantable pump for unknown indications for use. It was reported that the patient had worsening pain. The healthcare provider performed a catheter evaluation and it resulted in a non aspiratable catheter that had no return of cerebrospinal fluid. A catheter revision would be performed.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 23-nov-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.